Manufacturer narrative:
Date of this report: 06/07/2015. Date received by manufacturer: 08/04/2015. Product evaluation: service and repair found the nose, ball bearings and o-rings worn and corroded. The device was cleaned, parts replaced and drill repaired and successfully tested to specifications. Results: degradation problem. Conclusion: device repaired and returned.

Event description:
It was reported that ¿the motor overheated a few minutes after it started to be used for tympanoplasty. In spite of the incident, the procedure was continued using the same device, and completed with no delay or adverse effect.¿

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair performed a 30 second pre-repair temperature test with the device during incoming inspection. The results of the testing are: rear ¿ 27 c (80.6 f), middle ¿ 26.5 c (79.7 f), and, nose ¿ 49.6 c (121.28 f). It was also noted that the handpiece is noisy while running. Further analysis and repair have not been completed as yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.